Event description:
Additional information received reported that the ins was replaced. It was noted that it was not normal battery depletion. It was noted that there was an open circuit on contact 2 and the patient had a metal taste in their mouth as well as paresthesia on the right side of the face and tongue.

Event description:
Additional information received reported that the patient was seen by an health care professional (hcp) and still had a metal taste in their mouth. It was noted that the patient would be seen again on 2013 (B)(6). Additional information received reported that all impedances were normal. It was noted that the patient still had metal taste in mouth but was tremor free.

Manufacturer narrative:
Analysis of the stimulator, serial #(B)(4), found no anomaly.

Event description:
Additional information reported the patient¿s (B)(4) battery was replaced on 2013-(B)(6). It was noted that ¿all impedances were normal.¿ it was unknown at the time of follow-up whether the metallic taste remained in the patient¿s mouth. It was noted the expalnted battery was to be returned. Please see manufacturer report #3004209178-2013-21995 for information on the patient's other device.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report; a supplemental report will be submitted when results are available.

Event description:
It was reported that the patient had a "tough" tremor and therefore he was at high settings. He was getting good tremor control but was having a metallic taste in the mouth. The symptoms occurred following a replacement. With the patient¿s previous devices, he did not have a metallic taste in his mouth. The issue started when the new device model was implanted. The programmed settings applied to the patient¿s previous device and the programmed settings applied to the new devices sc were: 3+, 2-, 1-, a pulse width of 70 microseconds at 185hz, with an amplitude of 3.0v. The patient was later reprogrammed to: 3-, 2+, a pulse width of 70 us at 185hz, with an amplitude of 3.5v. It was unknown when reprogramming had been done. Increasing the voltage was needed in order to get tremor control. It was stated that if the voltage was decreased, the metallic taste might go away, but the tremor returned. Additional information received reported that four days later, there was some more programming done with the patient. The tremor was better, but the metal taste was still there. The patient wanted to control tremor and would keep the taste there if he had to. Additional information received reported that the patient had undergone further reprogramming. After reprogramming, the metallic taste was still present. It was stated that there was high impedance found on the right lead, on contact two. The patient was going to be meeting with his healthcare provider on (B)(6) 2013. It was noted that x-rays were taken a week prior to this report and that nothing appeared to be damaged, but the patient¿s healthcare provider thought that ¿this may be causing the metal taste.¿ additional information received reported that the patient will be getting his battery changed on (B)(6) 2013. It was stated that during the battery changing procedure the impedances will be checked and the device will be checked for fluid in its connections. It was noted that the connections behind the patient¿s ear may also be checked as well. It was further noted that the extension may be replaced and the impedances on the lead may be checked separately from the rest of the system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v291389, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3387s-40, lot# v203702, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# v203702, implanted: (B)(6) 2009, product type: lead. (B)(4).